Manufacturer narrative:
Correction: b4/f8: date of this report in the initial MDR is being corrected from blank to 04/21/2021.

Manufacturer narrative:
The lot as manufactured from september 25, 2020 - september 28, 2020. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor had fluid leakage. This issue was discovered after preparation of the device. It was further reported that a couple hours after filling the device, solution was identified in the bag containing the device. The balloon inside the device was "whole" and the "cork" was screwed on firmly. The device was filled with 39ml sodium chloride and 76ml fluorouracil 50 mg/ml (3800mg). There was no patient involvement. No additional information is available.